Manufacturer narrative:
The device was being set up for use on a patient when the reported error occurred. There was no delay to therapy, patient harm, or injury noted. The biomedical (biomed) engineer reviewed the device event log with assistance from technician support and reported that nothing in the log indicated an error. The biomed completed performance verification testing (pvt), and the device successfully passed without any failures. The unit was placed back into clinical use and remained at the customer's site. The alleged device malfunction was not confirmed. Tests were performed, and no failures were identified.

Event description:
It was reported to philips that the device was getting a pressure sensor range error alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised the device was run for 2 hours and has not duplicated the issue. The caller advised that there were no significant errors in the logs. The rse advised the customer to run a full performance verification testing (pvt) to help diagnose any issues.